Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021. The customer¿s blood glucose level was 30.9 mmol/l at the hospital and current 15.4 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer ketones were kept in range but overnight he was vomiting in sleep, ketones went up. Based on customer¿s report customer did allege under delivery. Customer was treated with intravenous and insulin syringe. Customer reported that the event was resolved by changing complete set. The insulin pump will not be returned for analysis.